Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received states that the issue was discovered via remote transmission. It was also noted upon interrogation when the patient presented in clinic for follow up.

Manufacturer narrative:
Additional information - the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.